Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("lessened the pain when using abdominal binder after surgery"). At the time of the report, the medical device removal outcome was unknown and the procedural pain was resolving. The reporter considered medical device removal and procedural pain to be related to essure. The reporter commented: patient used abdominal binder after surgery and it was pretty kept her stomach from moving around she walked and lessened pain. Concerning the injuries reported in this case, the following one was reported via social media: surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - lessened the pain when using abdominal binder after surgery and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.